Event description:
After my 4th child I decided I was done having children. I spoke to my doctor about my options and I chose to have the essure procedure performed in early 2010. It was a quick, painless procedure. Things were ok for a month or so but then I began having severe cramping, heavier than normal bleeding while passing very large clots, mood swings, fatigue, loss of balance, and headaches. The bleeding was so heavy at times that I couldn't leave my house. I would spend hours just sitting on the toilet waiting for it to pass. I made trips to the e.r. And left without knowing what the problem was. I had visits to my doctor. He even put me on the birth control pill to try to regulate my menstrual cycle. As the months went on and nothing was working I had a full hysterectomy leaving only 1 ovary.